Manufacturer narrative:
Per the tandem user guide: the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 565 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Reportedly, the customer allowed their transmitter to expire. Tandem technical support educated the customer regarding transmitter battery life and replacement. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.